Manufacturer narrative:
Missing UDI. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The demo model was successfully registered with accurate results. The emitter successfully tracked the patient and instrument trackers. All fields read ok. The system then passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon said the emitter was not tracking during their case. They switched to another navigation system and proceeded with the case. When checked later, the emitter could be heard chirping. The eminterface and all fields were reading ok. There was no patient impact reported and a 15 minute delay to surgery.